Manufacturer narrative:
Document review: mectalif oblique spinal cage 12x32x9 l5 degree: ref 03.20.006 / lot 113083 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. To date, (B)(4) belonging to the same lot have been sold without any similar problem. From the data collected, there are no evidences that the event is device related.

Event description:
(B)(4).